Event description:
During use of the device for an endoscopic saphenous vein harvesting procedure, the user reported the buttons on the harvester could not catch the vein. An alternate device was employed to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.